Event description:
It was reported that when the protective sheath was removed together with the mandrel, suddenly the distal shaft was separated from the hypotube. There was no contact with the patient.